Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a perforation that occurred in the right coronary artery. The 3.5 x 26 mm graftmaster stent delivery system was unable to cross for treatment of the perforation. A new stent was used to seal the perforation successfully. No adverse patient sequela or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned product. The reported material deformation (flared stent) was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported material deformation (flared stent) appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Returned device analysis did not confirm the use of the device in the patient. It was returned with no blood or contrast present on the device. New information gathered regarding the device indicates the device was not used in the patient and that the stent implant was found to have a burr (flared struts) on it before use. No additional information was provided.